Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient's pump was empty and alarming for a couple of years and then the patient recently relocated, and the pump was refilled with drug and had another empty reservoir in(B)(6) . Moreover, the critical alarm continued to occur, however not at the programmed interval of 10 minutes, but could be days between hearing it. The logs do not show any alarm events since empty reservoir alarm and do not show that there was an active alarm occurring. The company representative (rep) played both the critical and non-critical alarms for the patient and the patient said it was the critical alarm she was hearing. The patient said, she last heard it on (B)(6) 2024. The rep stated that the physician will likely do a dye study as the patient has not gotten effect since resuming therapy. No symptom was reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative reported that the patient had not been getting any pain relief. It was unknown if external factors were involved. The healthcare provider did a dye study and saw that the catheter came out of the intrathecal space. The system was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6): product type catheter h6 codes have been corrected from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the patient's pump was empty and alarming for a couple of years and then the patient recently relocated, and the pump was refilled with drug and had another empty reservoir in august. Moreover, the critical alarm continued to occur, however not at the programmed interval of 10 minutes, but could be days between hearing it. The logs do not show any alarm events since empty reservoir alarm and do not show that there was an active alarm occurring. The company representative (rep) played both the critical and non-critical alarms for the patient and the patient said it was the critical alarm she was hearing. The patient said, she last heard it on (B)(6) 2024. The rep stated that the physician will likely do a dye study as the patient has not gotten effect since resuming therapy. Additional information was received from the company representative (rep) reporting that the cause of the empty pump was not determined. The event was initially reported to the company representative (rep) by the patient. The patient reported it had been empty for over a year. The event did not resolve as the doctor took x-rays and showed that the catheter had migrated out of the intrathecal (it) space. The plan was to revise both catheter and pump. They are waiting on date of revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.